Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a hardware was failed and there were cubies that were not being recognized by bus. A field service engineer (fse) inspected main 2.2 b row, reseated row board on the back of the drawer to resolve the issue, used hardware test application to pop out all cubies and the customer had successfully tested the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware was failed and there were cubies that were not being recognized by bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.